Event description:
It was reported that the stent partially deployed and elongated. A 7mm x 150mm, 130cm eluvia drug-eluting vascular stent system was selected for use in a vascular intervention. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). About halfway through stent deployment, it became difficult to turn the thumbwheel, and the stent was elongating. An attempt was made to break apart the handle, pin the brown inner catheter, and pull back the middle gray catheter to deploy. It was still very difficult, which cause further stent elongation. The non-boston scientific filter wire was exchanged for a 0.035 wire. At this point, the inner catheter was able to be straightened, and the stent deployed. The elongated portion of the stent was re-lined with another eluvia stent of the same size. The procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that the stent partially deployed and elongated. A 7mm x 150mm, 130cm eluvia drug-eluting vascular stent system was selected for use in a vascular intervention. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). About halfway through stent deployment, it became difficult to turn the thumbwheel, and the stent was elongating. An attempt was made to break apart the handle, pin the brown inner catheter, and pull back the middle gray catheter to deploy. It was still very difficult, which cause further stent elongation. The non-boston scientific filter wire was exchanged for a 0.035 wire. At this point, the inner catheter was able to be straightened, and the stent deployed. The elongated portion of the stent was re-lined with another eluvia stent of the same size. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed that the handle was open. There was buckling to the outer sheath at the nosecone. There were multiple kinks to the proximal inner near the clip. The pull rack was separated into 3 pieces. The proximal piece was separated 13cm from the knob. The middle piece measured approximately 11.3cm long. Microscopic examination revealed no additional damages. The nosecone was examined under x-ray, and the distal end of the pull rack was inside. Product analysis found damage that would have contributed to the reported event.